Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump monitored for a day. Pump passed displacement test, self-test. No unexpected heating up of battery, battery tube or electronic assembly was noted during testing. Pump history download using thds was successful. Pump history download using thds was successful. There is no alarm anomaly shown on event date. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test p-cap/reservoir does lock into place. Unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker. Pump passed all required test. Pump is overheating not confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hot pump. The customer reported no adverse event. The event involved product(s) mmt-754wws. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-754wws was requested and the product was returned for analysis.